Manufacturer narrative:
(B)(4). Implant date: (B)(6) 2015. Additional concomitant medical products: articular surface catalog # 00596404210, lot # unknown. (B)(6). Reporter had indicated that product will be returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a right knee revision arthroplasty due to loosening of tibial prosthesis.

Manufacturer narrative:
(B)(4). Upon reassessment of the reported event, it was determined that an MDR should not have been filed under the current MFR number.  This event will be reported on 0002648920 - 2018 - 00407.